Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the distal metal tip detached and fell in the patient. The tip was extracted by the surgeon. There were no patient complications. This issue prolongated the procedure time.